Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the altitude alarm issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 314 mg/dl. It was also reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate form of insulin therapy.